Event description:
It was reported that the left ventricular lead was unable to be positioned and dislodged at implant. The lead was not used and another lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. The distal conductor had blood/body fluid (not obstructed).